Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause is a degradation of the power switch due to long term use associated with the age of the device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The reporter contacted olympus requesting to have the service order closed because the initial report was resolved at the facility. No additional information was provided on how the issue was resolved; however, olympus is attempting to gather additional information. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the power switch on the device cannot be turned on due to a sticking light switch power button which is stuck in on the power on mode and will not come out. There was no patient involvement associated to this report.